Manufacturer narrative:
Device is a combination product. (B)(4).   Device evaluated by MFR: a synergy ous mr 3.00 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage, the first most distal stent struts are stretched and lifted distally. The remainder of the stent was undamaged. The crimped stent od (outer diameter) of the undamaged proximal section was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. An examination of the shaft polymer extrusion found a kink at approximately 4.3 cm distal of the port weld site. There was a kink within the midshaft at approximately 3.5 cm distal of the hypotube/midshaft bond. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-feb-2017 it was reported that advancing difficulties were encountered. The target lesion was located in the branch of the right and left coronary artery. A 3.00 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion but failed to reach the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.